Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 1.3.2 h3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were 3 application session of logs present of the issue date. One session of logs captured the straight suction was added and verified successfully as mentioned in the description. When the user was in navigation task logs captured multiple "coil noise" for the tools. Apart from that logs didn't capture the root cause of the reported behavior. H6: b17, c20 and d15 apply to the system. B01, c19 and d15 apply to the software concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that that the health care professional (hcp) was able to register the patient as normal. Once on the navigation page, they tried switching from the registration probe to a suction. The system verified the suction with audio verification and was showing the instrument on the bottom right. The system would not navigate and showed red crosshairs. There was no significant metal interference. After restarting the system, they were able to re-register the patient and navigate with all instruments with no further issues, no adjustments were made to the setup. There was less than one hour to the procedure. No reported impact to the patient.